Event description:
Primary care physician reported that the patient came in stating that the vns had stopped working. Patient felt the device stopped working due to having an increase in seizures. The primary care physician could not speak to the relation of the seizures to baseline level or interrogate the device. No additional relevant information has been received.